Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spinal fusion surgery to implant a mountaineer to right side of the c5-c7 and left side of c5 and c7 was performed on (B)(6) 2015. During periodic examination, the surgeon was found broken screw on right side of c7 on (B)(6) 2015. The screw shaft was broken at the 1/3 from the proximal head and screw junction. After that the surgeon observed patient condition. The surgeon was found broken screw on right side of c6 on (B)(6) 2016. The screw was broken. Broken part is the same as before. No delay in surgery and no further information was provided by hospital. The patient was implanted 5 screws (#1883-19-320: 3 screws and #1883-19-322: 2 screws), however the product# and lot# for broken screws were not identified yet.

Manufacturer narrative:
The complaint product is not available for the investigation. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.